Manufacturer narrative:
Manufacturing location: (B)(4), manufacturing date: 28-apr-2017, expiration date: 31-mar-2026, part number: 04.034.461s, 10mm ti cann tibial nail - ex w/prox bend 405mm-sterile, lot number: h350699 (sterile), lot quantity: (B)(4). Work order traveler met all inspection acceptance criteria. Inspection sheet, in-process acceptance sheet met all inspection acceptance criteria. Inspection sheet, inspect dimensional met all inspection acceptance criteria. Inspection sheet, final inspection met all inspection acceptance criteria. Packaging label log lppf was reviewed and determined to be conforming. Scn (B)(4) supplied by ethicon (abq) was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 21012, tialnbri13.00, lot number: h339385, lot quantity: (B)(4). Product certification was reviewed and determined to be conforming. Lot summary report met all inspection acceptance criteria. Raw material receiving/putaway checklist met all inspection acceptance criteria. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021 the patient underwent a revision surgery due to a non-union of the left tibial shaft. The implants that were removed were titanium cannulated tibial nail, end cap, and three titanium locking screws. There was no surgical delay. The procedure was completed successfully. This report is for one (1) 10mm ti cann tibial nail-ex w/prox bend 405mm-sterile. This is report 5 of 5 for (B)(4).